Event description:
It was reported that this pacemaker exhibited an anomaly. The patient requested to reach out to a physician. The boston scientific technical services consultant could have provided possible clinic phone numbers for patient to call but the patient did not further discuss. As of this time, this pacemaker remains in service. No adverse patient effects were reported.